Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had a leaky reservoirs. The customer stated that he had rec'd a no delivery alarm on her insulin pump. The customer stated that she found condensation in the reservoir compartment on the insulin pump and upon removing the reservoir, found the reservoir to be leaking. The issue was resolved after the customer changed out her infusion set and filled a new reservoir. Nothing further was reported.